Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm® ultra injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use. Health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Company representative reports of behalf of a healthcare professional the event of a syringe of juvederm® ultra¿ ¿burst¿ at the time of injection. No additional information provided.

Manufacturer narrative:
A device history record review has been initiated and analysis of the data has not been completed. Device labeling: warnings do not re-use. Sterility of this device can not be guaranteed if the device is re-used.

Event description:
Additional information: patient was injected with juvéderm ultra xc in the groove. It was not the initial use of the syringe. There were no injuries.